Event description:
It was reported that during a surgical procedure at the user facility, a hair was observed within the packaging of the device. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The reported failure was confirmed. The device was received unused without the original packaging. Upon visual inspection of the returned bag, a hair strand was observed near the spatula.

Event description:
It was reported that during a surgical procedure at the user facility, a hair was observed within the packaging of the device. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.